Event description:
The right ventricular (rv) lead also had a lead slack issue.

Event description:
Related manufacturer reference number: 2017865-2023-21115. It was reported a patient's pacemaker presented with migration due to twiddlers syndrome. As a result, the right ventricular (rv) lead had a high capture threshold. This was addressed in a procedure on (B)(6) 2023 in which the pacemaker was sutured down and the rv lead was explanted. Post-procedure the patient was stable.

Manufacturer narrative:
The reported events were unacceptable threshold and lead slack issue. As received, a complete lead was returned in one piece. The reported event of unacceptable threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.